Manufacturer narrative:
Product event summary: the full lead was returned. The inner insulation had a depression breach. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that a lead impedance warning triggered on the right atrial (ra) lead. The atrial lead exhibited low impedance, oversensing, and noise. An apparent lead fracture was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.